Event description:
It was reported that the arctic sun device displayed alarm 113 (reduced water temperature control). When powering on device was empty. They would fill device and call back as to gather materials to fill. Per wo notes, it was determined that the device has both a failed mixing pump and failed heater.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device displayed alarm 113 (reduced water temperature control). When powering on device was empty. They would fill device and call back as to gather materials to fill. Per wo notes, it was determined that the device has both a failed mixing pump and failed heater.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified as a mixing pump failure. They would fill device and call back as to gather materials to fill. Per wo notes, it was determined that the device has both a failed mixing pump and failed heater. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as this is not an out-of-box failure. No additional actions are needed. Corrections: d, f, h UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.